Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is being filed for single leaflet device attachment. It was reported that the patient presented with barlow valve and mixed mitral regurgitation (mr) grade 4+. One mitraclip was successfully implanted. A second mitraclip, clip delivery system (cds0601-xtr 90404u143), grasped the leaflets without issue. During deployment and after rotating the actuator knob 8 times, the mandrel with the knob retracted out, behind the delivery catheter approximately 5 inches. During this retraction, this second implanted clip lifted up, right before the delivery catheter detachment. This mitraclip then detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). As treatment, a third mitraclip was successfully implanted. The mr had been reduced to grade 2+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
All the available information was investigated. The reported retraction problem (excess knob retraction) was observed to function normally. The single leaflet device attachment (slda) could not be replicated under testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the event. Additionally, a review of the complaint history did not identify any similar incidents reported form this lot. All the available information was investigated. The reported retraction problem was observed to function normally via return device analysis. The definitive cause for the reported retraction problem (excess knob retraction) could not be determined. The reported sdla was due to procedural circumstances. The additional therapy/non-surgical treatment was result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.